Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with an artificial urinary sphincter (aus) device. Doppler ultrasound imaging was performed to assess the pressure regulating balloon (prb) and no problem was identified. The physician diagnosed urethral atrophy, leading to a surgical intervention to explant the existing cuff and replace with a new one. No further patient complications were reported.